Manufacturer narrative:
Device evaluation of battery sn (B)(4). Has been completed. The reported problem (unable to hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to loose bus bar pads p2, and p4 inside of the battery. The root cause for the loose bus bar could not be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
04/25/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery pack was unable to hold a charge.